Manufacturer narrative:
Examination of the submitted device did not confirm the reported chipping; however, there are random areas of damage. A complaint database search finds no additional reports against the product and lot combination. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The 48 x 15 ecc head trial and the 48 glenoid trial were chipped during the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.